Event description:
The patient reported his insulin infusion sets are not adhering properly and he awoke on about in 2008, to find the last 6 inches of the infusion set tubing "was just a thread." The patient declined further troubleshooting at this time and stated he will call back later. On follow up with the patient, he stated he had an elevated blood glucose reading of 411 mg/dl at the time of the incident with his target range being 120-150 mg/dl. He said his symptoms were lethargy, cotton mouth, and aching joints. He stated he corrected his levels by changing his infusion set and giving himself a bolus of insulin by injection. He stated the infusion set was in use for 1 day when the tubing loosened. The patient stated he does have "hard bumps" on his abdomen. Site rotation and selection was discussed with the patient and he was sent a guide to infusion site management. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.